Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, significant chord under septal leaflet, enlarged atrium. A triclip xtw was inserted and was successfully deployed on the tricuspid valve. A triclip xt (50203r1127) was then prepared per the instructions for use (IFU) and inserted. However, interaction with chord under the septal leaflet occurred, and difficulties grasping the leaflets occurred. After successfully grasping the leaflets, the tr was unable to be satisfactorily reduced. Therefore, a decision was made to remove the clip. However, upon ungrasping the leaflets, a chordal rupture was observed. The xt was removed from the patient. A triclip xtw (50129r1080) was then prepared per instructions for use (IFU) and inserted and advanced to the right ventricle. However, after going into the ventricle, the clip became caught in septal chordae. The chords appeared to be behind the gripper. Troubleshooting was performed to remove the clip from chordae, but the clip could not be freed. It was noted that it was also not possible for the clip to reach the lateral leaflet due to the clip caught in chordae. The clip was deployed in chordae, on one leaflet (septal) only. The procedure was discontinued, and the tr was reduced to a grade of 3+. There was no clinically significant delay in the procedure.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, significant chord under septal leaflet, enlarged atrium. A triclip xtw was inserted and was successfully deployed on the tricuspid valve. A triclip xt (50203r1127) was then prepared per the instructions for use (IFU) and inserted. However, interaction with chord under the septal leaflet occurred, and difficulties grasping the leaflets occurred. After successfully grasping the leaflets, the tr was unable to be satisfactorily reduced. Therefore, a decision was made to remove the clip. However, upon ungrasping the leaflets, a chordal rupture was observed. The xt was removed from the patient. A triclip xtw (50129r1080) was then prepared per instructions for use (IFU) and inserted and advanced to the right ventricle. However, after going into the ventricle, the clip became caught in septal chordae. The chords appeared to be behind the gripper. Troubleshooting was performed to remove the clip from chordae, but the clip could not be freed. It was noted that it was also not possible for the clip to reach the lateral leaflet due to the clip caught in chordae. The clip was deployed in chordae, on one leaflet (septal) only. The procedure was discontinued, and the tr was reduced to a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to positioning in the anatomy appears to be related to procedural conditions. The reported tissue injury is a cascading event of the difficult positioning. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.